Manufacturer narrative:
Follow-up #1: date of submission 02/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/19/2016 with the following findings: during investigation, the pump powered on to a dim and discolored display. In addition, the battery compartment was cracked and a battery compartment leak was diagnosed. There was evidence of corrosion in the battery compartment. There was no moisture found in other parts of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a dim/fading/colorspctrm w/moist display issue. In addition, it was reported that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.